Event description:
I do plasma for money and the machines there are not reliable or they made me concerned for my heath. The new rika machines are scary because if a failure happens, they dump blood inside. As a plasma donator for literally 2 years, and over 300 donations in my time the rika machine is not suitable.